Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo evaluation summary: upon visual inspection of one photo, the following was observed: the photo shows a device from anvil area and anvil half washer was observed and a complete donut. Based on the photo alone the event describe cannot be confirmed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the thoracoscopic resection of esophageal cancer surgery, when severing the stomach and esophagus, after fired, noted the donuts were complete, the cut line was ok, but without any staples. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4).batch # t5d98p. Device analysis: the analysis results found that the cdh21a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.